Event description:
Impedances on electrode #6 were greater than 3000 ohms. No action was taken. The event was reported as ongoing. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (4) staff.

Manufacturer narrative:
(B) (4).